Event description:
It was reported that the patient had a postoperative visit following a permanent implant. The patient reported that there had been purulent discharge from her incisions and there were two small suture tails exposed. The patient was advised to begin with the antibiotics and was scheduled for another follow-up visit. The patient then reported that the incisions were healing well, suture tails snipped which patient tolerated well, no drainage or dehiscence and no signs of infection. The patient was doing better.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads- upn: (B)(4), model: sc-8416-50, serial: (B)(4), batch: 7073755.